Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1qtra, implanted:(B)(6) 2019, product type: lead, product ID neu_perc_extension, lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who had an external neurostimulator (ens) for urge incontinence it was reported by trial patient that they were in a great deal of pain in their buttocks area. During call, trial patient was given help turning stimulation down to a comfortable level. They only went so far to see if it would fade away later. More information was received (B)(6) 2019, trial patient reported they were not feeling well yesterday. On (B)(6) 2019, trial patient reported the patient stated the programmer has lost communication with the ens and even after attempting to troubleshoot by tapping retry trial patient was still unable to re-establish the connection. Trial patient also mentioned there was a serial number error but, it asked for them make sure their leads were connected. Then on (B)(6) 2019, trial patient reported that one of their wires came out the other day. On (B)(6) 2019 trial patient reported that their lead wire migrated and they were no longer doing this evaluation and that they will start again next week. On (B)(6) 2019, manufacturer representative (rep) reported the lead migrated. Per the healthcare professional (hcp) patient denied any falls, accidents or anything that could cause lead migration. No diagnostic trouble shooting done during test other than program adjustment, however prop images from today note significant lead migration from original lead implant. They attempted to change patient program to more comfortable stimulation pattern, but was unsuccessful. Hcp and patient discussed lead revision being best option for patient, which was performed today. Lead migration issue has been resolved. Affected lead and extension cable will be returned to medtronic for evaluation. Of note, the lead was implanted (B)(6) 2019. The hcp reported the lead seemed to migrate almost immediately after deploying tines, although introducer was not placed too deep. Hcp stated patient received beneficial results for first day or so after start of evaluation, but then patient complained that they were feeling stimulation in lateral buttock and it was uncomfortable, so they decided to turn device off and do lead revision (B)(6) 2019. Lead revision performed, and prior to start of case xr images taken and significant lead migration noted when compared to last xr images in or on (B)(6) 2019. New lead implanted on opposite side (right) without complication. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical product(s): product ID 3889-28, lot# va1qtra, serial#, implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type lead ubd: 2022-04-20, UDI: (B)(4). Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.